Event description:
During a coronary intervention, a physician had difficulty advancing a cypher stent delivery system through a stenosis in the pt's pda and while it was being withdrawn, it got stuck in the mid-rca, requiring implantation at this spot. During this implantation, a spiral dissection occurred, which was treated with 2 add'l stents. The pda lesion was eventually successfully treated with 2 other stents. Vessel/lesion characteristics were described as heavily calcified and highly tortuous with 90% stenosis.

Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. The stent crossing profile test results were accepted according to specification. Vessel dissection is a potential adverse event associated with coronary artery stenting. The cypher japan IFU prohibits the use of this product in pts with tortuous vessels in the area of stenosis or proximal to the stenosis. Difficulty with the stent reaching the lesion is also noted in the cypher IFU as a potential problem. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event.